Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately low as compared her feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issues began at approximately 8am on the same day she contacted lfs for assistance. The patient reported blood glucose values of "89 and 82mg/dl." The patient reportedly was not taking any medications for diabetes at the time of this complaint. The patient claimed that 2 minutes after testing and receiving the alleged low readings she developed symptoms of "shaking" and reported that she self treated with food and/or drink at approximately 30 minutes later. The patient denied testing her blood using another device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because although the patient's allegation correlated with her treatment, the result obtained on the subject meter did not correlate with her symptoms; the symptoms reported are suggestive of severe hypoglycemia and therefore one would expect to observe much lower blood glucose results than those reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.